Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) and bilirubin was elevated. The patient¿s blood glucose (bg) levels reached 360 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (arm). Symptoms reported include dehydration due to vomiting. The patient was treated with two (2) bags of intravenous insulin, two (2) bags of intravenous with sugar, blood work, checked gall bladder, liver, bilirubin was up and kidneys enzymes were elevated, injected with (B)(6) along with insulin in the intravenous and patient received (B)(6) for nausea and blood thinner. Patient was vomiting and white blood cells was elevated and patient was tested for flu in blood work and all was (B)(6). Patient had ketones.